Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report filed (B)(6), 2011.

Event description:
It was reported that patient enrolled in a clinical study underwent partial knee arthroplasty on (B)(6), 2008. Subsequently, patient reported that a revision procedure was performed on (B)(6), 2010 to remove the partial knee components. Detailed event information regarding the revision was not provided. No further information has been supplied to date.